Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained via: 1. Were there any patient consequences? ¿ no patient consequences were reported. 2. Please provide lot number. ¿ the suture was not kept so there is no lot number available to report. 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). ¿ dr. (B)(6) reported the incident to me verbally. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic hernia repair procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that during a robotic hernia repair, the suture broke mid case and in the middle of the suture thread. Case was completed with like product. No device will be returned. No adverse patient consequences were reported. Additional information was requested.